Event description:
A high blood glucose level was reported, but the specific value was unknown and displayed as "high" on the continuous glucose monitor. The customer believed the continuous glucose monitor was not reading accurately and planned to confirm the blood glucose value with a meter at home, declining further technical support at the time.